Event description:
It was reported that approximately four years port device implant, contrast allegedly appeared outside of the catheter at the level of the entrance into the jugular vein. The port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. Based on the medical image review, the reported fluid leak cannot be confirmed. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. However, images are provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that post port device implant, contrast allegedly appeared outside of the catheter at the level of the entrance into the jugular vein. The procedure was completed using another device. There was no reported patient injury.